Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A thrombus was noted. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect were advanced to the right atrium (ra) without issue and positioning was achieved successfully on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patient's septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail wire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician then inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed an ice sweep of the heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. Product will not be returning for analysis (retained by customer).

Event description:
A thrombus was noted. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect were advanced to the right atrium (ra) without issue and positioning was achieved successfully on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patient's septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail wire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician then inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed an ice sweep of the heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. Product will not be returning for analysis (retained by customer).

Manufacturer narrative:
The device has not returned for analysis. However, the reported allegation of thrombus was confirmed based on the media provided. All other allegations cannot be confirmed based on the image of the thrombus alone. Also, correction to the initial MDR in block outcomes attrib to adv event (b2), in section b - adverse event/product prob.

Manufacturer narrative:
Due to additional information received, this follow-up 2 MDR is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob and a correction on the fields patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. The device did not returned for analysis; however, the reported allegation of tissue damage is confirmed based on the media provided. All other allegations cannot be confirmed based on the image of the tissue alone.

Event description:
A thrombus was noted. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect were advanced to the right atrium (ra) without issue and positioning was achieved successfully on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patient's septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail wire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician then inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed an ice sweep of the heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. Product will not be returning for analysis (retained by customer). It was further reported that the activated clotting time (act) was less than 300 and irrigation flow rate was kvo. Irrigation was never interrupted or stopped during the procedure. Imaging performed to rule out thrombus pre procedure was CT. There was a pre procedure CT performed. No fibrin or coagulant seen on the tip of the catheter. Pathology determined this was venous tissue from inferior vena cava (ivc). The patient was discharged within a couple days of the procedure (exact date not disclosed).

Manufacturer narrative:
Correction to the follow-up 2 MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device did not returned for analysis, however the reported allegation of tissue damage is confirmed based on the media provided. All other allegations cannot be confirmed based on the image of the tissue alone.

Event description:
A thrombus was noted. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the physician obtained access to the right femoral vein (rfv) without difficulty and dilated the rfv appropriately before introducing faradrive sheath with versacross (vx) connect. The faradrive and vx connect were advanced to the right atrium (ra) without issue and positioning was achieved successfully on the septum using intracardiac echocardiography (ice) guidance only. Transeptal crossing into left atrium (la) was smooth, and the patient's septal anatomy was unremarkable. The physician removed the vx dilator and vx pigtail wire from faradrive sheath and attempted to aspirate the faradrive sheath per protocol but was unable to draw back blood. It was not known if the sheath was free floating in the la or if it was possible the sheath was up against the tissue, however, ice imaging confirmed the faradrive sheath was mid chamber. A request was made to the physician to withdraw the system back to the ra and remove the faradrive sheath from the patient due to concern of blood clot, despite heparin administered at the start of the case. The physician did not want to lose groin access and decided to introduce the guidewire into sheath once he was in the inferior vena cava (ivc). The faradrive sheath was removed from the patient and the scrub tech flushed the faradrive sheath on the back table. Upon flushing the sheath, an approximately 4-inch size piece of tissue was flushed from the sheath. This piece of tissue was sent to pathology for testing. The physician then inserted a short sheath into rfv and performed a contrast injection at the groin site and also performed an ice sweep of the heart anatomy and pericardial space. The faradrive sheath and dilator were inspected for anomaly, and there were no issues with the product. Despite not seeing any damage to the sheath and dilator, it was decided to open a new faradrive sheath and vx connect dilator. The physician introduced the new sheath and dilator into patient and crossed interatrial septum without difficultly. Once the new faradrive sheath was in la, the physician aspirated blood and was able to flush the sheath. The case was completed without further issue and the patient remained stable throughout the case. After the case, the patient was sent to CT for a scan of chest, abdomen, and legs with contrast to access vein and ra anatomy. The tissue was collected and sent to pathology, and the results confirmed venous tissue. The account requested to retain the faradrive sheath and dilator for inspection. The physician reviewed the CT scan and did not see any venous or ra tissue abnormality or effusion. However, the results of the CT scan were not read by a radiologist at that time. The patient was kept overnight for observation, which is standard protocol for afib ablation at this facility. Product will not be returning for analysis (retained by customer). It was further reported that the activated clotting time (act) was less than 300 and irrigation flow rate was kvo. Irrigation was never interrupted or stopped during the procedure. Imaging performed to rule out thrombus pre procedure was CT. There was a pre procedure CT performed. No fibrin or coagulant seen on the tip of the catheter. Pathology determined this was venous tissue from inferior vena cava (ivc). The patient was discharged within a couple days of the procedure (exact date not disclosed).